Event description:
A health professional reported that two es2 nitinol k-wires fractured intra-operatively and that the fractured components remain in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two k-wires.